Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. The reported bending of the delivery catheter (dc) resulting in difficulty in positioning the device was confirmed via returned device analysis. The reported kinks on the dc shaft were unable to be confirmed. The investigation concluded that the dc shaft bend, subsequent difficulty positioning the clip delivery system (cds) and kinks were related to a bend in the actuator mandrel; however, a definitive cause for the bent mandrel could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the irregular movement of the clip delivery system in the anatomy which has the potential to damage the atrial wall, chordae, or left atrial appendage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, it was noted that the delivery catheter (dc) shaft was bending extremely medial, approximately 30 degrees. Due to this movement, the m/l knob was turned in the l-direction in an attempt to release the bend but was not successful. The cds was removed and replaced. After the procedure, a kink was felt inside the catheter shaft of the bending cds. A new cds was used without issue. Two clips were implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.